Event description:
Stuck suction valves - 5 procedures. Follow up with user facility contact revealed that there was a significant amount fo debris in the suction valve chamber and that this was a possible contributor to the problem.